Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent open reduction/internal fixation surgery for a tibial diaphysis fracture with tna. A 28.5mm nail was used. The nail top was inserted over 10mm more. During the proximal fixation, the measured value was 24mm at the fifth proximal hole, but the 28mm screw was used because the shorter screws were not prepared. At the fourth hole, no screw was inserted even though originally a short screw was going to be used. Instead, screws were inserted to the most proximal hole and second hole. During the distal fixation, the measured value was 24mm at the third distal hole, but a 28mm screw was used. At the fourth hole, no screw was inserted because there were no screws less than 30mm. Screws were inserted to the most distal hole and second hole. The surgery was completed successfully without surgical delay. No further information is available. This report involves one 5.0mm ti locking screw w/t25 stardrive 26mm f/im nail-ster. This is report 1 of 1 for (B)(4).